Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cleo® 90 infusion set had a small, protruding bump on at the center of the screw-on cap. The device took an excessive amount of force to deploy, primed without issue, and the patient's blood glucose levels rose to 250mg/dl within two hours. No additional food or boluses were given during that time. The blood glucose levels were corrected using a syringe and another site was inserted, which experienced the same difficulty. The site was removed and another type of infusion set was used. No permanent injury was reported. See MFR: 3012307300-2017-01002.